Event description:
Following an accident in 1993, pt was implanted with a tubular bone plate in each fibula. Fusion occurred. Over the years, pt complained of increasing pain, swelling and brown spots on skin above implants more on right leg, very little on left leg. A foreign body reaction was suspected. Hardware was removed on 9/5/96. Plate from right leg had some brownish discoloration observed by surgeon. Tissue on right side also had some discoloration. No replacement devices implanted. Pt healing satisfactorally. This type of event is occurring below the frequency and severity that are usual for these devices.